Manufacturer narrative:
Analysis received the unit with unresponsive buttons due to a corroded keypad traces. There was no number ramping or scrolling on display noted. The display function properly. There was no blank display noted. There was moisture damage found on the electronic assembly. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime, and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 384 mg/dl at the time of incident. The insulin pump will be returned for analysis.